Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alerts, failed battery test or weak battery alarms noted. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, we were unable to prime pump during prime test due to faulty force sensor resistor. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing issues with their insulin pump. The customer stated the pump is alerting low batter and weak battery. While replacing the battery cap, customer stated she noticed a black circle icon appearing; hen, alarmed bad battery. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.